Manufacturer narrative:
Initial.

Event description:
It was reported that the user attempted to start a freestyle libre 3 sensor instead of the required freestyle libre 3 plus with the ilet system, resulting in inability to start the sensor; troubleshooting and education were provided on compatibility, aligning with an improper or incorrect procedure or method for use. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found and identified a usage problem; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.